Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-07491. It was reported the patient experienced ineffective stimulation and x-rays indicated the leads were fractured. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The report event of stimulation decreases by itself was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.